Event description:
It was reported that the pt had a skin breakdown at the implant site and the implanted device was extruding through the skin. The pt's device was explanted. The surgeon reported that there are no signs of infection. Device reimplant will not be scheduled due to pt's multiple medical issues.